Manufacturer narrative:
Exemption number: (B)(4). (B)(6) is submitting the report on behalf of berlin heart (B)(4) (MFR). The excor blood pump, sn (B)(4), was used from (B)(6) 2013 to (B)(6) 2013 (35 days). We have reviewed the production records of the excor blood pump sn (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial investigation of the returned blood pump confirmed a defect of the blood-side layer of the triple layer membrane. The eval of the blood pump sn (B)(4) is still ongoing. The cause of the defect in the blood-side layer of the triple layer membrane has not yet been determined.

Event description:
Berlin heart (B)(4) was informed by the distributor that the site contacted him to report that blood was detected between the membranes that separate the air and blood chambers of the right blood pump in a pt supported in a bvad configuration. The right blood pump was exchanged on (B)(6) 2013. No changes in pt hemodynamics or pump function were reported, and the pt did not experience any adverse events as a result of the incident or the blood pump exchange. The pt is currently in good condition and is still supported with the excor system.